Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the malfunction. The system operated as intended. A further evaluation was suspected power drop-off and a line monitor was being requested to assess for facility power issues. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.

Event description:
The ge oec 9800 fluoroscopy system would not boot-up.